Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient and her husband reported she has been having erratic blood glucose since being on the insulin pump therapy and has been working with her clinical specialist to adjust her basal rates. She stated she woke up with an elevated blood glucose 476 mg/dl with her target range being 120 mg/dl. She bolused 6.0 units of insulin before dinner and ate a snack at 10 pm without delivering a bolus. She said she then switched back to injection therapy. Symptoms are extreme fatigue. Troubleshooting did not find any product issues. Site rotation and management were reviewed with the patient and a guide to infusion site management was sent. Further attempts to follow up with the patient were unsuccessful. No product will be returned for evaluation.